Event description:
Per the clinic, the patient was placed under general anaesthesia for a skin revision surgery and the removal of abutment on (B)(6) 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site (specific date not reported) which was treated with oral and topical antibiotics and steroid on (B)(6) 2021 (duration not reported).